Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the embolization micro coil got stuck when advancing through the catheter. Furthermore, it was noted that the coil was stretched throughout the entire length of the coil. The patient did not experience any adverse effects due to this occurrence. Additional information was not provided.